Manufacturer narrative:
The customer's meter was received for investigation. The device could not be turned on. The meter¿s battery contacts and circuit board were tested for damage or contamination and it was found that both the contacts and the printed circuit board (pcb) were contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s device was requested for investigation. Occupation is lay user/patient.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device's display has flashing and faded segments. The top and bottom of the segments are black but the sides of the segments are grey. The segments are visible but not the same color as the rest of display. No actual misinterpretation of a result occurred.